Manufacturer narrative:
UDI -- (B)(4). A review of manufacturing records found no discrepancies when the device was released to stock. Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, after implantation, a microsensor was unable to be returned to zero and had to be revised. After the microsensor was implanted into the patient, the icp showed "need to be zeroed" repeatedly. The sample was replaced with the same product. There was a 3-hour delay with no patient harm.

Manufacturer narrative:
Additional information: the device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: the component was received for evaluation. The catheter was received in a drainage tube with stylet/wire protruding 12.5 cm from distal end. The sample was visually inspected. The device failed the 7-day water pattern-drift erratic test. The device passed electronic, noise; internal calibration and linearity/hysteresis tests were omitted due to drainage tube. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the reported issue reported by the customer could not be confirmed. It is likely the water pattern testing was affected by the stylet/wire protrusion issue. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.